Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported that the pt was admitted for chest pain and shortness of breath. The pt was scheduled to have a cardiac catheterization.